Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient stated he pressed the go button on the hc machine to start the initial drain and then connected himself and got a system error alarm 2240. The patient was explained proper set up procedures. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up with the home patient (hp) regarding the alarm, it was revealed that he did not remember the event. The hp then added that he was no longer on peritoneal dialysis therapy. Per hp, he is doing and continuing therapy on the hemodialysis. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.